Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 580 mg/dl at time of incident and current blood glucose level was 111 mg/dl. Troubleshooting was performed. The customer was treated with insulin pump and manual injection for high blood glucose. Advise to remove reservoir, rewind, reinsert reservoir and run load reservoir or fill tubing with current set. Customer reports insulin exited at the quick release. The customer stated that they customer did not allege pump was under delivering. The device will not be returned for analysis.